Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. H6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. Device was used for treatment, not diagnosis. Device history review: part # 04.037.014s, lot # 6076p68, manufacturing site: werk selzach logistik , release to warehouse date: 23.may.2023, expiration date: 01.may.2033, supplier: -(B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. D9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. E3: reporter is a j&j employee. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024, the patient underwent an orif surgery for a femoral trochanteric fracture. The surgeon inserted the nail in question by hammering but gave up halfway through its insertion. The surgeon removed the nail and done reaming until 11 mm. The drill bit for locking screws interfered with the nail, but the surgeon continued the surgery. After insertion of the end cap, the locking screw was found to be inserted out of the hole toward the anterior femur. The surgeon removed the locking screw and end cap, reattached the insertion handle, drilled at the dynamic hole, and succeeded in inserting the locking screw without interference. The assistant surgeon presumed that the hammering during nail insertion loosened the screws on the aiming arm, which may have caused the locking screw to be inserted out of the hole. The surgery was completed successfully within 30 minutes delay. This report involves one (1) 10mm/125 deg ti cann tfna 235mm/right - sterile. This is report 1 of 4 for (B)(4).